Manufacturer narrative:
Batch record review of lot b344 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak during treatment. Customer stated it was a small leak which came from the collect pump tubing segment. Two hundred and fifty ml of blood were processed. Treatment was aborted and another kit was set up and the patient started a new treatment. There were no alarms during treatment or prime. Customer stated they did not need service for the blood leak. No kit was returned for investigation.